Manufacturer narrative:
Block d4: corrected catalog number from 400-0300.38 to 400-0300.39.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. Suspect products: not applicable for this device. Implant dates: not applicable for this device. Report city: country is (B)(6). The verrata 10185jp wire was discarded by the facility, thus no returned product investigation was performed. Manufacture : do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that after a diagnostic coronary procedure, inside the body during pullback, the wire got stuck in the coronary vessel and broke, partly in the proximal lad and partly in the aorta. The operator removed half the wire from the patient and the patient required surgical intervention to remove the other half of the broken wire. No piece of the wire was retained in the patient. The ifr/ffr was successfully performed and stents were placed after the intervention. The patient is reportedly doing fine. No resistance noted during delivery. This adverse event and product problem is being submitted because the manufacturer's wire separated in the patient and required surgical intervention for removal.